Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle the customer observed that the blood no longer bleeds after reaching the blood return window. The following information was provided by the initial reporter: "blood no longer bleeds after reaching the blood return window"

Manufacturer narrative:
H.6. Investigation summary "material #: 301746 lot/batch #: 2019250 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for insufficient blood flow with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle the customer observed that the blood no longer bleeds after reaching the blood return window. The following information was provided by the initial reporter: "blood no longer bleeds after reaching the blood return window"